Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump was left in the washer and subjected to moisture damage. The patient's blood glucose at the time of incident was 40 mg/dl. Troubleshooting was declined for the low blood glucose event. Troubleshooting was initiated for the device's exposure to moisture. The customer confirmed that there was fluid under the lcd display screen. The customer also mentioned that there were cracks on the top right corner of the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.